Manufacturer narrative:
This supplemental report was filled to provide additional information as this device was explanted due to the malfunction and to correct field h10 "additional MFR narrative". At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Device replacement was scheduled. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. There was no indication of product return.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and additional information, due to this the event date was updated. Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Device replacement was scheduled. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Device replacement was scheduled. This device remains in service. No adverse patient effects were reported.